Event description:
Patient reported pump (serial: (B)(6); expiration date: not provided) has broken spring. No longer working. Unknown if patient had an interruption to therapy/missed dose(s) or if adverse event(s) resulted due to product issue. Pharmacy to replace the device. Box sent for return of device associated with event no further info. Reported to (B)(6) by: patient/caregiver.